Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed one incoming functional test. When the incoming functional test failure was retested ten times, it passed. Intermittent operation was noted. Analysis further noted that batteries returned with the unit measured 9.20v no load and 7.42v no load and that the 7.42v battery was also corroded on the terminals. This device was included in that field action, but returned product testing found the device did perform as described in the field action. (B)(4).

Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.